Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of non-sustained right ventricular oversensing was stored on the electrograms from the implantable defibrillator. It appeared that the device was double counting the r-waves due to multiple crossings on the baseline. The patient would continue to be monitored remotely. The patient was asymptomatic.